Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2017. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient reported having a za9003 intraocular lens (iol) was implanted in the right eye during (B)(6) 2017. Reportedly, the patient had bad capsular support, so the lens was implanted on the sulcus by the glued iol technique. Post-operatively, the patient's best vision was 0.5 myopia and 1.0 astigmatism. Also, the patient noted iris damage at the 2 o´clock position. If the patient looks straight at a light, everything is fine and there are no halo or starbursts. However, as soon as the light is at a side of the patient, more from the left to the right, the patient's whole field of view is momentarily filled by a series of rays, sometimes ending in a huge wavy arc going right around the central part of the patient's vision. Reportedly, the patient stated it's a bit like seeing a part of a ''dandelion clock'' when it's seen against the light without the arc. When the patient walks along the street at night, every time he passes under a street-light, just as it's about to pass out of view overhead, he suddenly gets a structure of light beams, almost completely filling the vision. It only lasts for about half a second, but it's very disturbing. The patient also sees very strong flickers of light like strobe lights when sunlight comes into the house through window, usually at the patient's side. During sunny days, when the patient is at the left of the sun and the pupils are small, the sun can be see perfectly with the sun rays crossing across the field of vision. The patient is currently using alphagan eye drops twice a day and the symptoms are reportedly more bearable. Reportedly, the patient had a lasik procedure performed in the year 2000 and everything was fine during the first two years, but the patient started to develop ectopia lentis due to a disease. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.